Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing device was removed and replaced. Upon explant, a hole was noted in the right cylinder; however, its cause was not detailed by the facility. There were no patient complications reported.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing device was removed and replaced. Upon explant, a hole was noted in the right cylinder; however, its cause was not detailed by the facility. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually and microscopically examined, revealing a hole close to the bonding of the first cylinder rear tip as a result of wear from the input sleeve. A second hole was identified by the proximal end consistent with sharp instrument damage likely occurring during explant. The first cylinder could not be pressure tested due to the identified leaks; however, the second cylinder performed within specification. The reservoir was visually and microscopically examined, no visual damages were found during inspection. Upon leak test, the reservoir performed within specification. Visual and microscopical inspection of the pump did not identify any anomalies. The kink resistant tubing (krt) was trimmed down for functional testing. The component did not pass the activation tests 2 and 3. Based on the information available and analysis results, the hole identified in the first cylinder and the pump not passing the activation tests could have caused or contributed to the reported clinical observation of mechanical issues. The reported allegations were confirmed.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually and microscopically examined, revealing a hole close to the bonding of the first cylinder rear tip as a result of wear from the input sleeve. A second hole was identified by the proximal end consistent with sharp instrument damage likely occurring during explant. The first cylinder could not be pressure tested due to the identified leaks; however, the second cylinder performed within specification. The reservoir was visually and microscopically examined, no visual damages were found during inspection. Upon leak test, the reservoir performed within specification. Based on the information available and analysis results, the hole identified in the first cylinder could have caused or contributed to the reported clinical observation of mechanical issues. The reported allegations were confirmed.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing device was removed and replaced. Upon explant, a hole was noted in the right cylinder; however, its cause was not detailed by the facility. There were no patient complications reported.